Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported under infusion issue was not reproduced. The device was tested for flow rate accuracy and delivered within specification with passing results. The event history log was reviewed and revealed no errors or alarms that could cause or contribute to an infusion issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing. The parameters used were 10¿40 ml for the low end test and 200¿800 ml for the high end test. Each unit measured below 175 ml at the high end, which was recorded as a failure. There was no patient involvement. No additional information is available.